Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the surgeon wanted to implant a znn cmn nail 11.5mmx30cm 130 l. During implantation it became obvious that the nail was not the one indicated on the label, but a znn cmn nail 13mmx30cm 125 r.an alternative implant was chosen (znn cmn nail 11.5mmx30cm 130 l).

Manufacturer narrative:
It was reported that the surgeon wanted to implant a znn cmn nail 11.5mmx30cm 130 l. During implantation it became obvious that the nail was not the one indicated on the label, but a znn cmn nail 13mmx30cm 125 r. An alternative implant was chosen. No trend is identified. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Both nails were returned for investigation. After receiving the nails and packagings it could be confirmed that the 2 lots were mixed up. A documents analysis showed that the 2 affected lots were processed at the same time in the washing/finish area (with a couple of minute offset), and that their lot identification number are very similar. Therefore the issue could have originated from a handling error. Zimmer (B)(4) initiated a voluntary recall of lot#2840846 and lot#2840845. All affected distributors, hospitals and surgeons have been informed about the recall. The affected products were retrieved and destroyed on may 23, 2016. Zimmer (B)(4) considers this case as closed. (B)(4).